Event description:
At about 1 year and 4 months after the primary surgery, the surgeon observed that the patient had an allergic reaction. The surgeon swapped all devices and implanted sensitin revision knee. The surgery was completed successfully. The patient didn't anti-allergic test before the surgery.

Manufacturer narrative:
Batch review performed on 30-may-2022: lot 1910667: (B)(4) items manufactured and released on 02-apr-2020 expiration date: 2025-mar-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional device involved. Batch review performed on 30-may-2022: gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416) lot 2004184: (B)(4) items manufactured and released on 10-sep-2020. Expiration date: 2025-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Gmk-sphere 02.12.0411fr tibial insert fixed sphere flex size 4/11 mm r (k140826) lot 2000444: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-feb-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.